Event description:
Revision surgery - the stem was varus.

Manufacturer narrative:
The reason for this revision surgery was a varus stem, deviated inward. The stem was in vivo over 3.75 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Hospitalization - initial or prologed was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed there have been 9 prior complaint against this part number. Summary of investigations: 6 for dislocation, 1 infection, 1 loose, 1 varus. This is the first complaint from this lot. No information was provided that definitively described the root cause or reason of the varus stem. There are no indications of a product or process issue affecting implant safety or effectiveness.